Event description:
It was reported about an ff360 curved needle that, during a meniscus repair surgery, the needle could not reset after the t1 anchor was deployed; in consequence, the t2 anchor could not deploy. The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported.

Manufacturer narrative:
H3, h6: one fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. Inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1, t2 and suture were returned freed from the delivery needle. T1 had suture wrapped, cinched and knotted around the body lengthwise. This condition is not conducive to securing the anchor behind the tissue. It inhibits the deployment into a ¿t¿ position and encourages pull back through the pierce when the suture is tightened. T2 was ¿v¿ shaped which indicates being retrieved back through tissue post pierce as well. The needle was visibly bent downward and toward the right. The depth limiter was attached. The actuator no longer cycled or actuated properly due to needle damage. The symptoms align with difficulty reaching desired anchoring location. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported about an ff360 curved needle that, during a meniscus repair surgery, the needle was bent and could not reset after the t1 anchor was deployed; in consequence, the t2 anchor could not deploy. The t1 implant was removed from the patient and the procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported.

Manufacturer narrative:
H10: b5: event description udpated.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was not returned for evaluation. Due to unavailability, evaluation was limited. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Instruction for use contains instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent twisting or bending of the delivery needle. Incomplete needle penetration through meniscus. Improper spacing of anchors. (Insufficient suture slack pulls opposite anchor) difficulty with reaching the desired tissue location. Inadequate tissue conditions. Entanglement with other instruments or devices. Inadvertent double triggering of deployment ring. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Per instructions for use: ¿warning: do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution.